Manufacturer narrative:
Additional information was received that the patients infection was not device related nor procedure related. The patient was given antibiotics. No further course of action will be taken. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient had an infection and was also experiencing shocking sensation. It was unknown if the infection was device related.

Event description:
A report was received that the patient had an infection and was also experiencing shocking sensation. It was unknown if the infection was device related.